Manufacturer narrative:
The log files from the clinical info center (cic) were examined for the clinical events applicable to the pt between 15:00 and 21:00 on (B)(6) 2010. A number of clinical events occurred between the time range of 15:00 and 21:00 including the following. At 17:12:22, a vtach (ventricular tachycardia) was detected and announced at a critical level which was silenced by an operator at the cic at 17:12:33 (+11s). One of the last clinical events was a couplet at 18:19:06 which announced at a message level. At this point, the system announced numerous leads fails and artifact alarms which were sounded between 18:19 and 20:25:30. An operator at the cic silenced the sounding of alarms at 19:52:36. No user interactions with the cic were detected between 15:32:15 and 17:12:33, between 17:12:33 and 18:15:55, as well as between 19:52:39 and 20:57:27. No attempts by a clinician were detected to modify the alarming priorities or levels for the telemetry pt. All sounding of clinical events occurred at 40% volume. The system performed as designed.

Event description:
The site reported that a pt was found in asystole at 20:17 on (B)(6) 2010. A code was reportedly called. Resuscitation measures were taken. Resuscitation measures were not successful and the pt was pronounced dead at 20:40. The site was unable to confirm at the time of the event whether or not the system provided alarms.